Event description:
It was reported that when using the bd pyxis¿ es server, multiple medications failed to cross over as expected. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no order crossover issue on stations. A technical support specialist performed system checks on multiple es servers and confirmed all were functioning normally. There were no delays in carefusion coordination engine (cce) messaging or sync communication, extract transform load (etl) processes were running correctly, and no disconnected flags were observed. All devices and servers were validated to be healthy from the server side. The system functioned as intended when the technical support specialist checked the device.